Event description:
It was reported that the device was in use for infusion of "life-sustaining" drug for treatment of pulmonary arterial hypertension (drug name not reported). The patient reported the device was alarming and the alarm could not be resolved. The pharmacy provided a replacement device. No adverse effects reported.

Manufacturer narrative:
Device evaluation summary: one cadd ms3 pump was returned for evaluation. During evaluation, an attempt was made to attach the cartridge to the pump and it was found that the pump immediately alarmed. Upon further investigation it was found that the event was caused by a broken seal in the rear housing. The reported issue was confirmed.